Manufacturer narrative:
A partial lead was returned in three segments for analysis. External insulation abrasion was noted at 19.1-19.3cm from the connector pin and at 12.5-13.5cm and 20.1-20.4cm from the cut end of the middle piece, consistent with lead friction to the device can, and at 19.2-19.8cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at these locations. External insulation abrasion was noted at 6.1-6.3cm and 6.7-7.1cm from the connector pin, consistent with lead friction to the device can. The inner coil was exposed at this location, consistent with the field observation of noise.

Event description:
It was reported that the patient received inappropriate hv therapy due to noise. The lead was explanted and replaced.